Event description:
It was reported that shards were found on the shaft of the cadiere forceps instrument. No add'l info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the distal end of the main tube to have a couple of narrow sections concentrated on one side of the tube with material removed. The damaged sections range from .350- .950" in length and .060- .075" in width. The material removal is not severe, but there is a change in surface roughness compared to the remainder of the tube. The damaged sections are parallel to the tube axis, however, there are gaps between the sections, suggesting multiple instances of scraping occurred. Based on the location and appearance, the damage may have been caused by a cannula accessory. Additional investigation is underway regarding the cannula accessories. No other damage was found.